Event description:
I used fixodent, from approximately (B)(6) 1998 - (B)(6) 2012. While I was using fixodent, I began experiencing numbness and tingling in my extremities, severe spinal pain, trigger fingers weakness of my extremities. On (B)(6) 2007, I was diagnosed with scoliosis of the spine and on (B)(6) 2010, MRI findings a rupture on my upper extremities (right) supraspinatus/tendons and muscles tear, resulting in surgery on (B)(6) 2011, with a hypertrophia of the joints. On (B)(6) 2011, experiencing dizziness, vision loss, memory loss, disorientation, loss of balance in hips, MRI showing arthritis on both hips, chronic pain of all joints and extremities, lightheaded, swelling of legs and feet, edema diagnosed with anemia, need another surgery of my upper extremity on left side, due to muscle tear and joint atrophy of supraspinatus tendon, without no medical explanation to all this causes.